Event description:
An architect bhcg result of <2.0 miu/ml was generated on a pt sample that retested at >1000 miu/ml on centaur analyzer. The sample was collected in 2004. The pt's last menstrual period was 23 days earlier. No impact to pt management was reported.